Event description:
In 2004, during the process of placing a 38mm asd device, the pt began to experience ischemic difficulty. Since this situation required immediate response, the device was quickly released and the delivery equipment was rapidly removed. Once the ischemia had been dealt with, the position of the device was assessed and found to be in a problematic orientation that required repositioning. The device was captured with a bioptome and pulled back into the right atrium, then into the inferior vena cava and down to the femoral vein to attempt withdrawal through the femoral sheath. Since this could not be accomplished, a simple local anesthetic cut-down approach was used to remove the device from the femoral vein with no pt complications. The physician stated there was nothing wrong with the device and that releasing the device before it had been recaptured into the delivery sheath was operator error. However, the decision to treat the ischemia had to be made quickly.